Event description:
It was reported that the lead safety switch (lss) was triggered in this pacemaker system due to impedance greater than 2,000 ohms on the right ventricular (rv) lead. The lss automatically changed the programming from bipolar to unipolar, which brought the impedance measurement into normal limits, but resulted in noise on the rv channel. There was some oversensing of the noise; however, sensed events could still be observed. It was noted that the patient had a fall but the rising impedance began the month prior to the fall. Technical services recommended further troubleshooting. At this time, this pacemaker system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) was triggered in this pacemaker system due to impedance greater than 2,000 ohms on the right ventricular (rv) lead. The lss automatically changed the programming from bipolar to unipolar, which brought the impedance measurement into normal limits, but resulted in noise on the rv channel. There was some oversensing of the noise; however, sensed events could still be observed. It was noted that the patient had a fall but the rising impedance began the month prior to the fall. Technical services recommended further troubleshooting. At this time, this pacemaker system remains in service and no adverse patient effects were reported. Additional information indicates that the patient underwent replacement of the rv lead. The pace lead impedance on the new lead was high, but still within normal range. Thresholds and sensing were normal. The pacemaker remains in service.